Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: proximal conductor fractured: full lead returned for analysis. Actual longevity is < 80% of 99.9% longevity limit. The device was fully functional, with no high current drain or evidence of battery problems. Without the history of the programmed settings throughout its service life, there is no way to determine why the longevity did not match the predicted model.

Event description:
It was reported that the patient received inappropriate therapy due to noise. There was also high impedance, non-capture, sensing difficulty, an apparent lead fracture, and increased pacing output, since implant. The lead was explanted. The device was explanted due to normal battery depletion indicators. It was returned and tested out of specification during manufacturer's analysis. No patient complications were reported as a result of this event. Additional information was received in a lawsuit which alleged that due to the lead, the patient 'has suffered severe emotional trauma, physical consequences and long continued emotional disturbance'.